Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Hyperemia was also reported. Symptoms improved after treatment.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis, the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4)

Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The symptoms resolved with frequent administration of steroid eye drops. The lens remains implanted.